Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that she inadvertently added bleach to the wash 1 bottle. The issue was discovered when the customer ran quality controls, which were out of ranges. The customer reran the patient samples on an alternate advia centaur cp instrument and corrected the results. The customer stated that the wash 1 bottle was correctly labeled. Upon a siemens customer care center (ccc) specialist's recommendation, the customer emptied the contaminated wash 1 bottle and rinsed it several times with fresh wash 1. The customer then installed fresh wash 1 on the system, primed the system several times and ran quality controls to verify the system performance. The cause of the discordant tni-ultra, bnp, tsh-ultra, psa, fer, and vb12 results on multiple patient samples was user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant cardiac troponin I (tni-ultra), brain natriuretic peptide (bnp), thyroid stimulating hormone (tsh-ultra), prostate specific antigen (psa), ferritin (fer) and vitamin b12 (vb12) results were obtained on multiple patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s). The customer stated that the patient with sample ID 369 was admitted to the hospital due the discordant tni-ultra result and the patient with sample ID 363 was admitted to the intensive care unit (ICU), though it is unknown if the admission was due to the discordant tni-ultra result. The samples were repeated on an alternate advia centaur cp instrument, resulting different than the initial results. The corrected results from the alternate advia centaur cp instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra, bnp, tsh-ultra, psa, fer, and vb12 results.